Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The m-flex 630f iol was implanted in the od eye on (B)(6) 2011. On (B)(6) 2014, the pt was required to undergo vitreoretinal surgery (reason unk). Post vitreoretinal surgery, the pt complained of progressive visual loss and in (B)(6) 2014 the development of opacification was observed. Opacification is reported to have progressed slowly. The m-flex 630f iol was explanted on (B)(6) 2015. The pt has been left with aphakia as a result of the complications encountered by the healthcare facility in removing the lens from the capsule. The pt was discharged and was prescribed zypred post-operatively. The healthcare professional examined the lens following explanation and noted that he had observed hard deposits in the centre of the optic, which had been firmly attached to the capsule. The healthcare facility has retained the m-flex 630f iol and will be returning it to rayner for analysis. The results of the device analysis performed will be provided in a follow-up report. Our review of production records for the m-flex 630f iol batch 070e12977 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the m-flex 630f iol (july 2010) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex 630f iol batch 070e12977.

Event description:
Rayner intraocular lenses limited received notification of the development of opacification of a m-flex 630f iol from its (B)(4) distributor on (B)(6) 2015. As a result of the development of opacification, the lens was required to be explanted.

Event description:
Rayner intraocular lenses limited received notification from its distributor of an event that occurred following implantation of an m-flex 630f iol. The m-flex 630f iol was implanted on (B)(6) 2011 and on (B)(6) 2014 the pt was required to undergo vitreoretinal surgery. Post vitreoretinal surgery, the pt complained of progressive visual loss. In (B)(6) 2014 opacification of the iol was observed by the healthcare professional.